Event description:
Boston scientific received information that this patient experienced four syncopal episodes in the past two months. The caller wanted to review the rate drop function and the sudden bradycardia response (sbr) parameters. A review of the sbr episodes confirmed that they coincided with the time the patient passed out. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and returned in (B)(6) 2014. This product issue will be updated when device evaluation is complete.

Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who performed some programming changes. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.